Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found that the cause of the "pump jam" error was a roller that would not turn and a second roller that was difficult to turn (binding rollers). With tubing installed, the pst gradually increased occlusion during rotation. Before optimum occlusion, the pump stopped with a "pump jam" error message. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the roller pump displayed a "pump jam" error. The tubing was moved to adjacent pump on the base. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. As per clinical review on 17-apr-2017: during cpb, the roller pump that was used for venting stopped and "pump jam" was displayed. The certified clinical perfusionist (ccp) reduced the roller occlusion of the pump and re-started it. In a few seconds, the pump stopped again with "pump jam" message displayed. The occlusion was reduced again and the incident was repeated. He removed the vent tubing from this pump and inserted into a pump on the base that was not being used for this procedure. He adjusted occlusion, and the pump was used for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.